Manufacturer narrative:
Reporter performed a system check with no alarms. No product was returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient has been experiencing high bg's (524 mg/dl).